Manufacturer narrative:
According to the hospital, there was no negative clinical effect for the pt. There has been no injury reported at this hospital nor reported by any other hospital. There is no indication of a malfunction or quality or performance issue with the brainlab device. The brainlab device works according to its spec. A risk to pt health could not be excluded for these spec circumstances in this isolated case. The user completed the placement of the screws for this surgery without using the aid of the brainlab navigation software. The exact root cause could not be determined by brainlab. Brainlab's investigation has shown that the brainlab device in question works according to its spec. There is no indication of a malfunction or quality or performance issue with the brainlab device. The brainlab device works according to its spec, there are no corrective actions intended by brainlab at this point of time.

Event description:
After placing guidance wires (k-wires) into the pt's spine using the brainlab spine navigation software, the user detected with x-ray verification that the actual position of the guidance wires, that were intended to guide placements of cannulated pedicle screws, deviated from their intended position.